Manufacturer narrative:
During process of the complain , attempts were made to obtain patient weight, but was not received. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported initially that patient was unable to charge fully and consequently patient stopped charging their ipg completely. Patient lost therapy approximately in (B)(6) 2019. The company rep interrogated the device and were unable to communicate with external device and deemed the ipg inoperable. To address the issue patient underwent surgical intervention where the ipg was replaced and effective therapy was restored post operatively .